Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. (B)(4).